Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 06/11/2015. The fse found a leak between the pads of the bsv. The fse replaced the bsv, which repaired the leak. The repairs were verified per established procedures. (B)(6).

Event description:
The customer reported a cleaner leak around the blood sampling valve (bsv) of the coulter lh 500 hematology analyzer. The volume of the leak was a few drops and was contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat at the time of the occurrence and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.